Event description:
The user reported that when the audio processor is on, she feels _electric shocks" and she is not able to hear anything.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that when the audio processor is on, she feels _electric shocks" and in addition she can no longer hear anything with the device. A re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user reported that when the audio processor is on, she feels _electric shocks" and in addition she can no longer hear anything with the device. The user has been re-implanted.